Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection on the device showed no obvious defects. Microscopic inspection found the center slit is present and open. A functional test was performed by spiking into an in-house solution bag and priming. The setup primed and had normal flow. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set would not prime. There was no patient involvement. No additional information is available.